Event description:
This summary case was reported by a consumer and describes the occurrence of surgery ("in spain are more than 1,200 female patients affected and losing their organs because of essure") in an unspecified number of female patients who received essure. On unknown dates, the patients started essure. On unknown dates, the patients experienced surgery (seriousness criteria medically significant and clinically significant/intervention required). The patients were treated with surgery (lost their organs). At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. The reporter commented: 1,200 female patients affected and losing their organs because of essure. Company causality comment: this case report refers to unspecified number of female consumers who had essure (fallopian tube occlusion insert) inserted and more than 1,200 female consumers affected and losing their organs because of essure. This unspecified event was regarded as anticipated in the reference safety information for essure. This case was reported with limited information. It was unknown whether the consumers underwent a hysterectomy or salpingectomy. Despite the lack of details for a comprehensive causality assessment, considering that the consumers underwent unspecified surgeries to remove organs because of essure, causality cannot be totally excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information cannot be obtained.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("essure has perforated thousands of uteruses") and fallopian tube perforation ("essure has perforated thousands of fallopian tubes") in female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patients were treated with surgery (lost their organs). At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: social media case: in spain 1,200 female patients affected and losing their organs because of essure, essure has perforated thousands of uteruses and fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since no valid lot number was reported for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 11-may-2019: follow-up was detected in social media, case remains a summary case, events were described as "essure has perforated thousands of uteruses" and "essure has perforated thousands of fallopians tubes". Previous event (lost their organs) was now interpreted as surgery for these events and thus deleted as event. No lot number or device sample was received in this case. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This summary case was reported by a consumer and describes the occurrence of surgery ("in spain are more than 1,200 female patients affected and losing their organs because of essure") in an unspecified number of female patients who received essure. On unknown dates, the patients started essure. On unknown dates, the patients experienced surgery (seriousness criteria medically significant and clinically significant/intervention required). The patients were treated with surgery (lost their organs). At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. The reporter commented: 1,200 female patients affected and losing their organs because of essure the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-jun-2017 for the following meddra preferred term: surgery. The analysis in the global safety database revealed 9 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since no valid lot number was reported for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jun-2017: quality safety evaluation of ptc. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.